Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided the customer to unpair and repair the pump, after which the app functioned normally, and the customer was able to load the cartridge.